Manufacturer narrative:
The user's sensor had been inserted deeper than usual. The user was advised to consult with their hcp to discuss next steps for the removal and the replacement of the sensor. No further investigation is required.

Event description:
On (B)(6) 2023, senseonics was made aware of an adverse event where the user's sensor was inserted too deep.